Manufacturer narrative:
The supplemental report is being filed to relay corrected information, which was incorrect or was not available at the time of initial report. The device was not returned and complaint could not be confirmed. DHR review was unable to be performed as the lot number of the device involved in the event was unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty the patient is experiencing loosening and possible infection.